Event description:
Healthcare professional reported unknown side ¿deformation of the breast and device." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation, rupture.